Manufacturer narrative:
A sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that bubbles were noted in the device during a retina procedure. An air bubble from the device went into the eye. The device was replaced twice and the issue was resolved. The procedure was completed without consequences or impact to the pt. No additional information is expected for this case.